Event description:
It was reported that after the case, burr got stuck in the anspach drill. The tech was finally able to get the burr out of the drill but the collar would not move up and down from the lock and unlocked postion. No patient or case impacted.